Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on or around 2001 or 2003 and gynecare pelvic mesh product and a non-gynecare pelvic mesh product were implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). : it was reported that following insertion the patient experienced infection and bleeding. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 by dr. (B)(6), due to erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.